Manufacturer narrative:
As stated, this report is being submitted as follow up no. 2 for mfg. Report no. 1118880-2016-00022 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore the investigation is based upon the user facility information and the evaluation of three recent retention samples. A visual examination of the retention samples confirmed there were no visual defects. Functional testing on all samples confirmed they met manufacturer specification. A comment was made by the user facility that multiple valve leakages has occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product/lot codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 2 for mfg. Report no. 1118880-2016-00022 to provide the sample evaluation results.

Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: a 5fr. Sheath was reported as having a faulty valve which caused some bleeding during the procedure. The procedure was completed successfully. There was no patient impact.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00022 to provide an update on the status of this report. The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00022 to provide an update on the status of this report.